Event description:
It was reported that during interrogation, the right ventricular lead was exhibiting t-wave oversensing after paced beats. The right ventricular lead sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.